Event description:
It was reported that on (B)(6) 2024, a 29mm tailor flexible annuloplasty band was chosen for a mitral valve plasty (mvp) procedure. The device was implanted. When removing cardiopulmonary bypass, systolic anterior movement (sam) was observed in echocardiography. The band was explanted, and a 36mm non-abbott device was implanted before closing patient's chest. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of systolic anterior movement was reported when the patient was taken off cardiopulmonary bypass, requiring putting the patient back on cardiopulmonary bypass and explanting the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Systolic anterior motion is a possible outcome of the procedure per the tailor¿ annuloplasty band instructions for use. Adverse events listed in IFU are not necessarily considered to be related to poor device quality. Based on the information received, the cause of the reported incident could not be conclusively determined, and the relationship to the device implantation was not identified. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of systolic anterior movement was reported when the patient was taken off cardiopulmonary bypass, requiring putting the patient back on cardiopulmonary bypass and explanting the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm tailor flexible annuloplasty band was chosen for a mitral valve plasty (mvp) procedure. The device was implanted. When removing cardiopulmonary bypass, systolic anterior movement (sam) was observed in echocardiography. The band was explanted, and a 36mm non-abbott device was implanted before closing patient's chest. The patient was reported stable.